Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose was 400's mg/dl and treated with the insulin pump. Customer stated the alarm was resolved by infusion set change. The customer was advised to call back when issues persists. No further information provided.